Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed at the completion of the clinical assessment, clinical was able to find substantial evidence to support the following finding of sac enlargement (aortic and bilateral iliac). Due to the lack of diagnostic imaging, clinical was unable to confirm the type ib endoleak. The most likely cause of the loss of seal with sac enlargement could not be determined due to the lack of diagnostic imaging. However the off label (bilateral aneurysmal iliac arteries) likely contributed to this event. Patient was reported as being stable. There are no further reports of negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
On (B)(6) 2013, the patient was implanted with a bifurcated and a limb stent graft to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of a type 1b endoleak with sac growth. The patient is reported as stable and an intervention has been delayed due other medical issues. The patient is currently being monitored and there have been no additional patient sequelae reported.

Event description:
Additional information: a secondary procedure was completed. The physician elected to implant two (2) non - endologix (gore ibd andthoracic cuff) stents. The procedure was completed successfully and patient did well.

Manufacturer narrative:
No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: outcome attributed to adverse event.